Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) fell and was in the emergency room (ER). Moreover, it was noted that this device battery was very low. Boston scientific technical service (ts) reviewed and noted that this device has reached explant a month ago. Ts explained when this occurs, the device would reserve 1.5 hours for wireless telemetry and likely this has been used up. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) fell and was in the emergency room (ER). Moreover, it was noted that this device battery was very low. Boston scientific technical service (ts) reviewed and noted that this device has reached explant a month ago. Ts explained when this occurs, the device would reserve 1.5 hours for wireless telemetry and likely this has been used up. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) fell and was in the emergency room (ER). Moreover, it was noted that this device battery was very low. Boston scientific technical service (ts) reviewed and noted that this device has reached explant a month ago. Ts explained when this occurs, the device would reserve 1.5 hours for wireless telemetry and likely this has been used up. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.